Event description:
Info received indicates the foot section is drifting down due to fluid ingress in the left intermediate siderail ucm board.

Manufacturer narrative:
The tech replaced the left ucm board to repair the bed.